Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. The alarm log review, visual inspection and function testing were performed. The swollen main battery was identified during visual inspection. The cause of the swollen battery was undetermined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.